Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up in back up vvi. The physician performed a device download successfully. Device remains implanted. No further information was provided.